Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that versacross connect access solution for faradrive was selected for pulmonary vein isolation procedure. During the procedure, when attempt was made to advance the rf wire into the dilator, it did not go through. The physician to get back end of the rf wire into the tip of the dilator, but the issue persisted. Later, the physician noted that the back end of the rf wire had a coating issue. When dilator was flushed, no issue was noted. Thus, new versacross kit was opened and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis.